Manufacturer narrative:
Report source:(B)(6).

Event description:
Information was received from the hospice nurse indicating that a pump with a cadd cassette reservoir attached was leaking where the tubing meets the cassette on the outer side of the cassette. It was reported an air pocket was noted in the bladder, and air alarms did not activate. The nurse cleared the pump at that time and continued using the cassette. Per reporter on the same day another nurse changed the cassette and observed there was 44 ml left in the bladder according to the pump reading, this was a 50ml cassette and 48.5ml residual was indicated on the pump when the cassette was initiated. No adverse patient effects were reported.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received from the hospice nurse indicating that a pump with a cadd cassette reservoir attached was leaking where the tubing meets the cassette on the outer side of the cassette. It was reported an air pocket was noted in the bladder, and air alarms did not activate. The nurse cleared the pump at that time and continued using the cassette. Per reporter on the same day another nurse changed the cassette and observed there was 44 ml left in the bladder according to the pump reading, this was a 50ml cassette and 48.5ml residual was indicated on the pump when the cassette was initiated. No adverse patient effects were reported.

Event description:
Additional information received by smiths medical/ICU on (B)(6) 2022 via email and attached to complaint object: patient details updated in complaint.

Manufacturer narrative:
Additional information was received. (Updated b5).